Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customers complaint of tubing defective/damaged could not be verified. There were no defects or damages when visually inspecting the infusion set. The infusion set was then primed and no leaks, air-in-line or occlusions were observed. The infusions set was then set in an alaris pump and a simulated infusion was set at 125 ml/hr. A secondary infusion line was added to the primary set and no issues were observed. Upon further investigation, it was determined that the primary IV line would back flow into the secondary infusion bag if the secondary infusion bag was hung at a lower height than the primary infusion bag. If connected correctly, there is no back flow into the secondary bag. A device history record review for model 2426-0007 lot number 20075201 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure is due to user error. When a secondary line is connected to a primary infusion set, the secondary infusion fluid bag must be elevated above the primary infusion set fluid bag. During investigation it was determine that if when a secondary infusion fluid bag was connected below the primary infusion fluid bag, the bag would back flow the fluid into the secondary bag. (B)(4).

Event description:
It was reported that a as lvp 20d 3ss cv had flow issues during use. The following was reported by the initial reporter: "it was reported that after priming the tubing rn noticed bag of 100ml was empty with no leakage or fluid anywhere. Verbatim: xxxx xxxxx hospital has reported a product event with bd product below. Bd alaris pump infusion set event date: (B)(6) 2021. Ref#: (B)(4). Lot # (10)20075201. Expiration date: 7/1/2023. Description: rn observed a problem after priming the tubing for sodium acetate - she didn¿t perceive any problems with the initial priming of the tubing. She had it all primed and then noticed the bag was empty. The label said 100 ml, so the question is where did the fluid go? She and others examine the area and found no leaks or fluid anywhere. There is an edward vamp [pressure monitoring set] attached but that does not appear to be an issue. No harm to the patient. Please send mailing label and the product can be returned".